Manufacturer narrative:
A third party service agent evaluated the customer¿s device and verified the reported issue. The customer was provided a replacement device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device does not respond when the on/off button is activated. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the customers device and a damaged on/off switch flex assembly was determined to be the cause of the reported issue. The device was archived by physio-control.

Event description:
The customer contacted physio-control to report that their device does not respond when the on/off button is activated. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.